Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/10/2021, it was reported through the surgical outcome system that a revision surgery is required due to the loosening of the prosthetic joint. No additional information provided. Additional information requested. Additional information provided 10/5/2021: the date of primary procedure was on (B)(6) 2019 for a reverse total shoulder replacement. This procedure took place at (B)(6) medical center, arthrex account #(B)(4). The date of the revision surgery was on (B)(6) 2020 for a poly swap and glenosphere exchange. This revision took place at (B)(6) medical center, arthrex account #:(B)(4). The part and lot number(s) of all arthrex part(s) that were explanted during the revision are as followed: on (B)(6) 2020: glenosphere (ar-9564-2433-lat, lot 19.00014 ((B)(6) 2024)), insert (ar-9503-3633-3, lot 19.00010 ((B)(6) 2024)), unsure which specific screw replaced. The part and lot number(s) of all arthrex part(s) implanted during the revision are as followed: on (B)(6) 2020: univ. Rev mgs glenosphere, univ. Rev. Humeral insert, univ. Rev. Mgs peripheral screw, (qty. 1). This patient underwent two separate revision(s). Case number(s) (B)(6).